Event description:
Unable to bear weight on affected knee [weight bearing difficulty]. Discomfort [discomfort]. Knee effusion [joint effusion]. Knee swelling [joint swelling]. Knee pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2009 from a physician's assistant via a company representative regarding a female pt, (B)(6), whose age and relevant medical history were unk. The pt received a series of 3 synvisc injections in the knee (unk if right or left), with the last injection received on (B)(6) 2009. She called the doctor's office on the morning of (B)(6) 2009 and reported that on the night of (B)(6) 2009, she began to have some discomfort and woke up on (B)(6) 2009 with her knee swollen, painful, unable to bear weight. She went into the doctor's office and the physician's assistant aspirated approximately 40 cc of synovial fluid, which was sent to the lab for analysis. As of the date of receipt of this report, the pt outcome was unk. No further info was provided. Additional info was received on (B)(6) 2009 from the physician's assistant in the form of a completed info request and laboratory reports. The pt's relevant medical history was updated to include: moderate grade of chronic oa (osteoarthritis) in the right knee for a duration of "years", joint narrowing, osteophytes, no prior effusions, previous treatment with nsaid's previous treatment with steroids, and previous treatment with synvisc (2 of 3 injections). The pt received all 3 injections of her most recent course of synvisc therapy (lot number: v0812) in the right knee, with each injection received on the following dates: (B)(6) 2009, (B)(6) 2009, (B)(6) 2009. No effusion was collected before any of the injections. Starting on (B)(6) 2009, the pt experienced the following events: knee pain of severe intensity, knee swelling of moderate intensity, unable to bear weight on affected knee of severe intensity, discomfort of severe intensity, and knee effusion of moderate intensity. Treatment by aspiration was required for all events on (B)(6) 2009, and 40 ml of exudate was collected and sent for analysis. Laboratory analysis of the synovial fluid was negative for the following: malignancy, acid fast bacilli, m. Tuberculosis, and microorganisms. The synovial fluid tested positive for acute inflammatory cells, and the wbc (white blood cell) count was 2700/cumm (per cubic millimeter). On (B)(6) 2009 the pt started a medrol dose pack as treatment for all events. On (B)(6) 2009, the pt recovered from the symptoms of knee pain, unable to bear weight on affected knee, and discomfort. On (B)(6) 2009 the pt recovered with sequelae from the symptom of knee effusion. As of the date of receipt of this report, the symptom of knee swelling was ongoing. The physician's assistant stated that the symptoms could have been related to an "inflammatory reaction to underlying oa", although he assessed the relationship to synvisc as probable for all events. No further info was provided. The qa (quality assurance) investigation results were received on (B)(6) 2009. The production and quality control documentation for lot number v0812, expiry date 08/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number v0812, expiry date 08/2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.